Manufacturer narrative:
Evaluation of the returned velocity delivery microcatheter (velocity) confirmed that the catheter was fractured on the proximal end. If the velocity is retracted at an angle, damage such as a kink and subsequent fracture may occur. Due to the return condition, the velocity was unable to be functionally tested during evaluation. Further evaluation revealed that the strain relief was stretched near the hub. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), an indigo system aspiration catheter 6 (cat6), a non-penumbra guide catheter, a non-penumbra stent retriever, and a guidewire. The physician advanced the stent retriever to the target location using the velocity. The velocity was being retracted to deliver the stent retriever. Upon retraction, the velocity was found to be fractured proximally. The cat6 and the stent retriever were removed as a system along with the distal velocity segment. The procedure was completed with a new velocity and a new non-penumbra stent retriever. There was no report of an adverse effect to the patient.